Event description:
Issue reported: happened in the pediatric department. The catheter self-expelled from the patient (who was a child). Once out we observed and the catheter was found with a neat cut at the level between the funnel and the inflation valve. That is why the catheter self-expelled. A new catheter had to be inserted in the young patient.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 1 piece of actual sample was returned for investigation. Complaint description stated that 'a neat cut at the level between the funnel and the inflation valve. That is why the catheter self-expelled'. Visual examination conducted on the returned part showed presence of brownish stain at the detached end of the part. When examined using dino-lite to analyze the damaged area and torn edges revealed jagged ends indicating that there is some external force was applied at the joint area causing the catheter to break. Review on the funnel portion reveals shaft remnant was clearly visible and still int act within the funnel which suggesting that the shaft was once well attached to the funnel. Some scratch marks were found on the edges of the funnel which indicates effect of used of clamper, excessive force applied at the funnel end or between the shaft as a result of catheter stuck at crib rail or tube ext. Ended as the patient glide on the bed. Nevertheless, as part of our initiative, we have implemented positive released test at injection molding process. As per spm asl-002 , maximum of 8 pieces of catheter from each batch were tested using weight load test during start and stop of inject ion molding process whereby 0.7skg (for catheter size 6ch- 0ch) and lkg load (for si ze 12ch and above) tested as per bs en 15020696:2018 standard. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. Based on the investigation conducted on the returned sample, part of shaft remnant was clearly visible and still intact within the funnel which indicated that the tube was once well attached to funnel. Besides that, there was no manufacturing process which can lead to such defect happened. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: happened in the pediatric department. The catheter self-expelled from the patient (who was a child). Once out we observed and the catheter was found with a neat cut at the level between the funnel and the inflation valve. That is why the catheter self-expelled. A new catheter had to be inserted in the young patient.